Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had a large prolapse. The patient's surgery was initially successful for approximately 6.5 years, however thereafter complications developed. The patient experienced pain in her bladder, bowel, back, kidneys and vagina. The patient suffered from mesh erosion and required to undergo further surgical procedures. Mesh was partially excised under general anesthetic approximately 8 years and 2 months post op. Thereafter the patient had a short period of relief from the pain she had been suffering but the symptoms recurred. These were initially attributed to back pain. The patient's symptoms got worse with increasing pain in her bladder, bowels and vagina. Further mesh was excised at the hospital approximately 8 years and 7 months post op. Thereafter the patient developed pain in her right leg in (B)(6) of 2016. Thereafter the patient's pain increased. The patient was advised that the tissue where the prior excision had taken place was not healing. The patient was examined in (B)(6) of 2016 by where, on examination, recurrent mesh exposure at the vaginal vault and a yellowish discharge was noted. In (B)(6) of 2016 the patient was in severe pain. The patient had a scarred shortened vagina, recurrent mesh exposure and that an MRI scan had shown a 2cm polyp on her posterior rectal wall. During this examination a short 3cm vagina contracted band of mesh was palpable at the vault. This area extended to a further 1 cm to 2 cm from the vaginal vault into the posterior wall and a degree of adhesions at the vault were noted with the bladder folding over and being adherent to this area of the mesh. (B)(6) of 2016, patient was suffering from chronic pain and had been prescribed gabapentin. Reported urinary urgency and urge incontinence and has occasional difficulty emptying bowel. (B)(6) of 2017 the patient underwent an abdominoperineal resection with en bloc vaginectomy and pelvic floor reconstruction with vram flap. This procedure was part of the patient's cancer treatment. The patient's mesh implant required to be removed as part of this operation. Suffered from pain and discomfort and low mood.